Event description:
It was reported via repair work order that the siderail cable had fluid intrusion and was causing unintended motions when buttons were pressed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.